Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17459. It was reported that the right atrial and right ventricular leads were repositioned. The ra lead had dislodged. The rv lead had lost its slack, and consequently it was revised during the atrial lead revision. The patient¿s condition was stable.